Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise that was being oversensed on the right atrial (ra) channel that was felt to be consistent with oversensing related to the respiratory rate trend (rrt) feature. Additionally, the non-boston scientific ra lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. Technical services discussed device management. The patient did not experience any asystole. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.